Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a blood glucose of 524 mg/dl at the time of the incident and she had to go to the bathroom and urinate a lot. Customer stated that her vision was also blurry and then she fell asleep. Customer's current blood glucose is 358 mg/dl. Customer treated for her high blood glucose with 22 units with a needle and with the pump. Troubleshooting was performed and the pump had a no delivery alarm during the high pressure test. Customer performed a self test and the pump passed. Customer was advised to do complete set change. Customer will monitor the pump and her blood glucose. Customer's blood glucose was 249 mg/dl at the end of the call and was going down.